Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the pump was expose to x-ray and the patient had blood glucose reading of 275 mg/dl with polyuria and polydypsia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The customer insisted that they had lost confidence in the pump and that the pump be replaced. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged x-ray exposure of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/25/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, no defect was found with the pump in the evaluation. Review of the black box data found that the last basal and bolus were delivered on the complaint date. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up and functioned properly. The pump¿s delivery accuracy was within specifications. An audio bolus and a normal bolus was executed and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences.